Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. The processor board was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump stopped during procedure. Reportedly, the level and pressure sensors failed as well with the subsequent stop of the pump. The user hand-cranked the pump and then restarted it successfully. The pump could be used until the procedure was completed with no further issues. There was no report of patient injury.

Manufacturer narrative:
H.10: based on the information available, it cannot be excluded that a defective processor board led to the reported issue.

Event description:
See initial report